Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if it becomes available, then, it will be submitted in a supplemental report.

Event description:
It was reported that, "revised pca cup to gap ii cage and cemented liner."